Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with ez steer nav catheter. During the first procedure of the day, the physician complained to have heard a steam pop during the atrioventricular nodal reentrant tachycardia (avnrt) ablation. There were no consequences to the patient intra-op and case was completed normally. No delay. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.